Event description:
In this event it was reported that two pairs of palodent plus forceps broke during use; no injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been previous report rec'd in the past two years where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or drh review.